Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9: product received date 12/26/2024. H3: one device was returned for evaluation. This device has not been serviced within the review period. The event history logs were erased when the coin battery failed. Reported problem of error code 46228 was not confirmed. Error 41100 was duplicated by functional testing. The cause was a depleted internal coin battery on printed wire assembly (pwa) board. The pwa board was replaced to correct the issue. The device passed all functional tests post repair.

Manufacturer narrative:
B3: november right month of event but exact day not stated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed lec 46228 and 41100. There was no patient involvement.